Event description:
On (B)(6) 2012, the patient contacted animas to report that she obtained erratic blood glucose values for two months, ranging from 30 mg/dl to greater than 400 mg/dl. The patient experienced the symptoms of shaking and dizziness when her blood glucose level is below target, and she administered self-treatment with oral carbohydrates. Troubleshooting revealed the time on the pump was incorrect. The patient also reported that when she takes a correcting bolus dose of insulin for elevated blood glucose levels, she takes more insulin than the dose calculated by the pump. It was also determined the pump settings and programming were correct, there were no issues with the infusion set or infusion site, and all total basal/bolus doses given correctly match those programmed. The patient's technique was incorrect by taking increased doses of insulin and not programming the pump with the correct time. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with oral glucose, this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily dose insulin delivery correctly reflected programmed basal rates. There was no data in block box or download history from time of reported complaint. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and the pump was found to be delivering within required specifications. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.